Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the loading unit was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the secondary damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during the procedure. The loading unit did not deploy staples. To complete the procedure, another stapler was used. No known impact or consequence to patient.